Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2010; 407652 lead, implanted: (B)(6) 2010; 638bl28 heart band, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient was seen in the emergency room after receiving an inappropriate shock due to t-wave oversensing on the right ventricular lead. The patient was shocked during an atrial tachycardia/atrial fibrillation episode. Reprogramming was attempted, but the t-wave oversensing could not be eliminated; therefore the defibrillator detections were turned off. The pace sense portion of the lead was subsequently replaced. The high volt portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.